Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, episodes of vf were observed due to noise on the ventricular channel. Noise was reproducible with arm movements. The lead was replaced and will not be returned.